Event description:
It was reported that a peritoneal dialysis patient experienced peritonitis. The patient was not hospitalized for the event. The cause of the peritonitis was unknown. On the same day as onset, the patient began treatment with cefipime injections (1g in night bag continuously) for the peritonitis. Antibiotic treatment was ongoing. At the time of this report, it was unknown if the patient had recovered from the peritonitis. Dianeal therapy was ongoing. Additional information was not available. This is report 3 of 3 involved in this peritonitis event.

Manufacturer narrative:
(B)(4). The reported product is an unknown baxter minicap. As the sample was not returned and the lot number is unknown, a device evaluation cannot be completed. Should additional relevant information become available, a supplemental report will be submitted. (B)(4).